Event description:
User received low sodium results for two patient samples. Sample 1 initial result 111 mmol/l, repeat 128 mmol/l. Sample 2 initial result 115 mmol/l, repeat 137 mmol/l. Initial results were not reported. The field service representative determined there was a possible problem with the ise sample flow path. He cleaned the ise sample flow path and the sample probe from the output of the syringe. He also disassembled and cleaned ise valve 8. Performance tests were performed.